Event description:
Prior to a dialysis treatment, the uf (ultrafiltration) test failed. There was no pt injury or medical intervention.

Manufacturer narrative:
A review of dtf history does not apply. A review of cpf history for specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to field. A secondary search of dtf history for this product is not possible. Test results/analysis and any data recorded: mes found uf (ultrafiltration) pump thermal fuse to be opened (failed). Failed thermal fuse was not returned for investigation because it was discarded by mes tech. It has been seen previously that a failed thermal fuse is caused by wax inside fuse melting, which causes fuse to open. This is what fuse is designed to do. Previous investigations have determined that wax melts at correct temperature. It is not known at this time what causes wax to melt. Mes tech, was contacted. He stated that thermal fuse in machine was not one that was supplied as part of thermal fuse field action. Operator is also instructed to perform a kuf comparison of calcualted value to actual value after treatment begins. This verifies that ultrafiltration rate is as expected. However, if thermal fuse fails after treatment begins, there is no alarm and treatment could be completed with insufficient weight removal. Only indication of failure after treatment began would be a drop in ultrafiltration rate. Follow action: it is concluded that failed thermal fuse caused reported incident. Refer to far# 960016. Customer contacted: no. Sales/service contacted by investigator? No. Training required? No.